Event description:
Medical records received from a consumer reported he had a vitrectomy to remove residual product from the vitreous cavity three months following surgery.

Manufacturer narrative:
The complainant device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter has not provided a lot number, or any identification traceable to the manufacturing documentation.